Manufacturer narrative:
The instrument was returned and evaluated. As per the customer reported complaint, failure analysis confirmed that the pitch cable was broken at a location where it enters the proximal clevis. Failure analysis investigation also found evidence of an arc track on the distal and proximal clevis. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure, and the arcing may have caused the damage to the pitch cable. This case is being reported due to the evidence that the instrument may have arced during previous surgical use.

Event description:
It was reported that the permanent cautery hook instrument had a broken cable. No further problems were alleged. No pt harm, adverse outcome or injury was reported.